Event description:
It was reported that following lead replacement, the patient had stimulation in the chest area as well as cramping near the kidney area. The patient also experienced shocking. An x-ray revealed the lead was at t6. Additional information received reported that it was determined that the lead was fractured. The patient underwent lead replacement and reprogramming. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the leads were "too high at t6" and one lead had "turned off". However, the patient did report the stimulation was "better now".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the patient continues to experience stimulation in the wrong location. The patient is scheduled to have a pump implanted. The stimulation system has not been working for the patient for "quite some time." The patient was requesting removal of the stimulation device. The hcp reportedly wanted to leave the device in place. It was also reported the patient fell many times and had "revision and multiple reprogrammings." See also MFR report # 3004209178-2008-04207.

Manufacturer narrative:
Product ID :377760 lot# v021353, implanted: (B)(6) 2007. Product type: lead, product ID: 37752, lot# nka033183n, implanted: (B)(6) 2007. Product type: recharger ,product ID: 377760, lot# v012405, implanted: (B)(6) 2008. -- product type: lead, product ID :377760, lot# v097144007, implanted: (B)(6) 2008. -- product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was taken out because the patient wasn¿t using it. She did not use the ins for several years, it was not working/helping. The ins never really helped the pain and the vibration made it worse. A manufacturer representative (rep) worked on it for about 2 years trying to find the settings and could never get it to a comfortable level. There were no further complications or anticipations reported with this event.